Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a lite glove. The customer reported that it was noticed, during surgery, that the lite glove was split. Nobody noticed if the item was cut when opened or it happened later on. This happened twice the same day, same surgery, same patient and surgeon. Only the third lite glove worked properly. Since then, it never happened again. No person injured.

Manufacturer narrative:
Please disregard this report number 9612030-2016-00096 as it is a duplicate report of 9612030-2016-00097. This file will be closed and the complaint record voided.